Event description:
Our rep. Is reporting to us that during an arthroscopic acl procedure there was a problem with the fms pump (would not turn off?) That caused what appears to be some extravasation in the patients leg, which led to the surgeon abandoning the repair prior to completion. The surgeon closed the patient, the patient was removed from surgery and admitted into the facility. This is all of the information that has been made available to mitek at this time. There are questions out for further information and detail. Also see associated mdrs 1221934-2013-00220 and 1221934-2013-00221.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The tubing was received and visually reviewed through its sealed clear packaging. Although the tubing is decontaminated; it is filled with body fluid and saline; however, the quality engineering department associated with this product line were able to discern that the pressure sensor portion of the tubing was dry and functional. The qas concluded that the tubing was not a contributor to the event; the root or underlying cause for the reported issue lies elsewhere. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.